Manufacturer narrative:
Concomitant medical devices:: product ID neu_unknown_lead, product type: lead. (B)(4) applies to the implantable neurostimulator and (B)(4) applies to the lead.

Event description:
The consumer reported that she charged her implant and all of a sudden stimulation started going off in her body; stimulation was jolting around the ribs. There were no traumas or falls reported that could be related to the issue. Further information received from the consumer reported that they thought the battery slipped into the pocket of the previous stimulator and the wiring slipped from their spine. The patient stated that the tingling on their legs and feet was wonderful, but it was the power surges that were making them miserable. The indications for use were chronic low back pain and radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.